Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, surface anatomy defects including lower eyelid bags and orbito-malar groove, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: skippen, b., baldelli, I., hartstein, m., casabona, g., montes, j., & bernardini, f. (2019). Rehabilitation of the dysmorphic lower eyelid from hyaluronic acid filler: what to do after a good periocular treatment goes bad. Aesthetic surgery journal, 1-9. Doi: 10.1093/asj/sjz078.

Event description:
This case is linked to 2135225-2019-00052, 2135225-2019-00053, 2135225-2019-00054, 2135225-2019-00055, 2135225-2019-00056, and 2135225-2019-00058. This is a literature report from a noncomparative, retrospective study of a series of consecutive patients who presented with lower eyelid dysmorphism secondary to chronic edema one year or more after uneventful hyaluronic acid filler injection in the infraorbital area. This case concerns a (B)(6) male patient. He was injected with hyaluronic acid into orbital retaining ligament and tear trough ligament with intent of correcting tear trough defect. The patient had no history of lower eyelid blepharoplasty, allergies, rosacea, chronic or fluctuating lower eyelid and malar edema of unknown origin, or of thyroid disease. After the hyaluronic acid treatment, the patient developed surface anatomy defects including lower eyelid bags and orbito-malar groove. Corrective treatment reportedly included hyaluronidase, diluted in lidocaine without epinephrine (1500 units in 1 ml), and injected in the center of the clinical edema, with 0.2 (30 units) per injection point. The outcome of the event was not reported. In the opinion of the author, long-lasting chronic lower eyelid edema was the most frequent hyaluronic acid related complication and the main cause of patient concern when considering periocular hyaluronic acid treatment. With respect to late-onset chronic edema, the lack of awareness of this complication and the long time separating the original injection from the occurrence of the complication may steer patients and physicians away from suspecting the real culprit, delaying its diagnosis and treatment. Placing the right filler, employing the appropriate injection technique and the surgeon being an expert injector and aware of the complex local anatomy may help in mitigating the risk of this complication